Manufacturer narrative:
(B)(4). An actual sample was submitted for evaluation. A visual examination of the sample confirmed the reported condition of a leak due to a hole in the tubing. The root cause of this condition is unknown.

Manufacturer narrative:
(B)(4). A sample and a picture of the sample are available for evaluation; however, neither the picture nor the sample has yet been received. Once the sample is received and evaluated a follow-up report will be submitted. A batch review cannot be performed since there was no lot number provided.

Event description:
A customer reported to baxter (B)(4) of a clearlink set that was found to be leaking through a hole in the tubing just below the drip chamber during patient use. There was no patient injury or medical intervention necessary. No additional information is available.